Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where a signal loss was noticed on both the carto 3 and electrophysiology recording systems. Additionally, a current leakage error was reported. Attempts were made to remove each catheter and cable individually, but the errors always came back when reconnecting the ablation catheter. No patient consequences were reported. On 1/5/2018, biosense webster inc. (Bwi) received information regarding this event. The physician had an anesthesia monitor available to monitor the patient¿s heart rhythm. This mitigates any risk involving the loss of signal on bwi equipment, as the signal loss was not a total loss. The potential that this could cause or contribute to an adverse event is remote, and this event is no longer considered MDR reportable. Product investigation summary: the returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 2. Further examination revealed that the lead wire # 2 was broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the wire breakage cannot be determined. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/27/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 1/5/2018, biosense webster received information regarding this event. The physician had an anesthesia monitor available to monitor the patient¿s heart rhythm. This mitigates any risk involving the loss of signal on bwi equipment, as the signal loss was not total. The potential that this could cause or contribute to an adverse event is remote, and this event is no longer considered MDR reportable. However, since it has already been reported to FDA, any additional updates received will continue to be reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where a signal loss was noticed on both the carto 3 and electrophysiology recording systems. Additionally, a current leakage error was reported. Attempts were made to remove each catheter and cable individually, but the errors always came back when reconnecting the ablation catheter. No patient consequences were reported. Multiple attempts were made to obtain additional information regarding this event, but none has been made available. Current leakage is highly detectable, and requires adjusting system components before the procedure can be continued. The potential that it could cause or contribute to an adverse event is remote. However, since it could not be clarified if the signal loss was total, this event will be conservatively reported, as a complete signal loss presents a potential risk to the patient.